Event description:
It was reported that during a renal biopsy procedure, the needle failed to obtain a tissue sample. A 1 mm gap between inner needle and outer cannula was observed after taking the second pass. Another needle was used to successfully complete the procedure. No pt injury.

Manufacturer narrative:
The device history records were reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, mfg or qc inspection processes. All necessary inspections were performed showing quality acceptance throughout all the mfg, packaging and inspection activities and for raw material utilized in the MFR of the lot. The complaint sample was returned for evaluation. The device was visually inspected and no apparent defects were noted with the exception that there was a gap at the sample notch. The stylet moved freely within the cannula. The needle was placed in a magnum driver, and it was noticed that there was a gap at the sample notch. It was also noted that it was possible to move the stylet back and forth within the hub. Several measurements were taken and it was determined that the vl dimension exceeded the upper limit, which would account for a gap observed at the sample notch as well as affects the needles ability to cut and obtain a sample. The complaint is confirmed, gaps at the hub and sample notch along with a loose stylet hub were found during the sample evaluation. A gap at the sample notch would prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. The current IFU states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfection is noted.